Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the user spent the last 2 years without using the audio processor as it was broken. After it has been exchanged, the family noticed a change in the user's hearing performance on the left side.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Reportedly, the user spent the last 2 years without using the audio processor as it was broken. After it has been exchanged, the family noticed a change in the user's hearing performance on the left side. Re-implantation is considered. However, a date for revision surgery has not been determined yet.